Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment for the event were not reported. No further detail was provided regarding patient outcome, hospitalization for the event or if pd therapy was ongoing. No additional information is available.